Manufacturer narrative:
(B)(4).

Event description:
It was reported "3 lumens non aspirating. 50% glucose running through brown lumen, leaking from insertion site. Dressing loose, sticky fluid surrounding dressing. Noted blood/clear ooze from site reviewed on wr redressed continual ooze, for resite. Midline inserted to lul. Failed attempt rul. 25% glucose commenced to lul midline. 50% glucose ceased at cvc. Cvc for removal. Pt given clexane at 1830, cvc removed." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen, pressure injectable (pi) cvc catheter for evaluation. Signs of use were observed inside the catheter. Visual examination of the catheter did not reveal any defects or anomalies such as kinks, holes, or cuts. The catheter length from the juncture hub to the distal tip measured 170mm, which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 2.89mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". All extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 ((B)(4) rev15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin.". The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional and functional requirements, including leak testing performed per bs en iso 10555-1. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "3 lumens non aspirating. 50% glucose running through brown lumen, leaking from insertion site. Dressing loose, sticky fluid surrounding dressing. Noted blood/clear ooze from site reviewed on wr redressed continual ooze, for resite. Midline inserted to lul. Failed attempt rul. 25% glucose commenced to lul midline. 50% glucose ceased at cvc. Cvc for removal. Pt given clexane at 1830, cvc removed." The patient's current condition is reported as "unknown".